Event description:
It was reported that at start of a photo selective vaporization of the prostate procedure, the fiber laser fired out the tip instead of the side. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Also, the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is probable that the debris adhesion found during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber tip damaged and reported event. Continuously elevated temperatures can lead to fiber tip damages, including distal circumferential fractures. The interaction between the user and device caused or contributed to the reported event. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported that at start of a photo selective vaporization of the prostate procedure, the fiber laser fired out the tip instead of the side. The procedure was completed with another fiber without patient complications.